Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high impedance was noted on the right ventricular (rv) lead. Rv lead replacement is anticipated and the patient was in stable condition.

Event description:
Additional information was received indicating that the right ventricular (rv) lead will continue to be monitored and no intervention has been performed.